Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm during the night. Customer reported elevated blood glucose (bg) levels of 200-300 mg/dl. Pump resumed insulin delivery and customer delivered a correction bolus to treat elevated bg levels. During troubleshooting with tandem technical support, customer reported that alarm occurred when pump was on their waist and covered by blankets. Customer was informed to remove any excess moisture if alarm reoccurred. Customer acknowledged.